Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat the proximal circumflex. During use of the 2.25 x 28mm rx xience alpine, the stent became dislodged. There was no resistance during advancement or removal of the stent delivery system. A balloon catheter was inflated to appose the stent to the vessel wall. The stent was fully apposed to the vessel wall in an unintended area. Another xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.